Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that patient was at home unconscious due to a short pump stop. The ambulance performed a resuscitation for a few minutes. The patient was awake and alert after that. System controller showed no parameters beside the power. No communication was available from the pump to the controller. In the hospital, log files were retrieved and confirmed the pump stop and the loss of system controller/lvad communication. The communication fault alarm, caused by a defect in the system controller, resolved after modular cable and system controller exchange. The patient was sent home after observation. Patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop was confirmed through the submitted log files. A specific cause for the pump stop could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined. The controller event log file contained events on 03apr2025. The file captured a pump stop at 16:19:25 on 03apr2025. The pump did not resume operation for the remainder of the file. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.